Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the pt using an air gas source. Los of the oxygen source can be detrimental to a pt if this type of event occurs during normal ventilator mode use. The customer reported the device was not in use and there was no pt harm. The biomedical engineer replaced the data acquisition pcb to address the reported problem. Applicable final testing was completed per operating specifications. The unit is now back in service.